Manufacturer narrative:
One 72200752 twinfix ti 3.5 ultrabraid device used in treatment, was not returned for evaluation. Two complaints were opened because two of the same product from different manufacturing lots were used. Due to unavailability, evaluation was limited. IFU provides technique specific instruction. Per 10600147: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Breakage of suture anchor can occur if predrilling is not performed prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. IFU contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Root cause related to the manufacture of the device was not confirmed. There is no evidence to suggest a direct link between the products used in treatment and the conditions reported. Product met specifications upon release to distribution. Per mi:according to the report, this patient has successfully recovered; therefore, no further clinical/medical assessment is warranted at this time. Should additional relevant medical information be provided, this complaint will be re-assessed. Reviewed during mimb on 10-1-2020. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure.

Event description:
It was reported that after surgery, where a twinfix was implanted, the wound presented dehiscence and exudation. This was treated with debridement and local flap transfer during an additional hospitalization. Patient recovered successfully. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.